Manufacturer narrative:
Rep samples will be sent for eval. Add'l info regarding this incident is not available. Upon receipt of the samples, a supplemental report will be submitted. (B)(4).

Event description:
The hospital has been using the bd intima product since (B)(6) 2011. Erysipelas appeared 1-2 days after the setting of the device.